Manufacturer narrative:
The customer reported that the multi-gas unit is giving a calibration error when running on gas and air cal. Multiple attempts to calibrate the unit failed each test. Additionally, the biomedical engineer would get an out of range error when running the air cal intermittently. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed or duplicated. The device passed all air and gas calibrations. The device was run for 48 hours and then an air and gas calibration was performed per additional customer request. The device passed the air and gas calibrations. It was decided that the gas sensing unit would be replaced as a precautionary measure. The device was retested after the replacement to ensure it functioned correctly. The unit passed the air and gas calibration. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multi-gas unit is giving a calibration error when running on gas and air cal. Multiple attempts to calibrate the unit failed each test. Additionally, the biomedical engineer would get an out of range error when running the air cal intermittently.